Event description:
The customer reported that the device did not activate. No tissue damage. No patient injury. The surgical time was extended greater than 30 minutes due to the site having to get another device from a neighboring hospital while the patient remained under anesthesia.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.